Event description:
It was reported the bullet tip on the tunneler sheath fell off into the patient. It was reported because of complications the surgeon opted not to remove the tip.

Manufacturer narrative:
No product returned. Could not perform evaluation.